Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardiac monitor (icm) has migrated and is causing them pain. The device remains in use. No further patient complications have been reported as a result of this event.